Event description:
This unit was sent to a covidien service center as a back to stock unit. Upon triage, a service tech found that the unit has a damaged power cord. The cord is showing internal copper wires.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.